Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts along the entire length of the crimped stent were damaged with stent struts at the proximal end lifted upwards from the tent profile. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded. A visual and tactile examination found multiple kinks along the hypotube shaft and damage to the outer shaft 25mm to 42mm proximal from the bi-component bond location. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID # 2134265-2015-06299. Reportable based on analysis completed on 20 august 2015. It was reported that crossing difficulties were encountered. The 99% stenosed target lesion was located in a severely calcified and moderately tortuous mid to distal left anterior descending (lad) artery. A 20 x 3.50mm promus premier drug eluting stent was advanced to the target lesion using a 145, 5-in-6 guidezilla guide extension catheter; however, both devices were unable to cross the lesion. The procedure was completed with a different device and no patient complications were reported. The patient's status was good. However, returned device analysis revealed stent damage.